Event description:
The customer failed one external proficiency challenge for vitamin b-12. She recovered a vitamin b-12 value of 743 pg/ml for the sample. The acceptable range was 794-1,088 pg/ml. The customer retested the same proficiency sample on (B)(6) 2010 and recovered 283 pg/ml. The customer requested a new external proficiency sample and received 901 pg/ml. This was within the proficiency survey range. No patient samples were involved in this event. Vitamin b-12 reagent lot was 156435(01). The field service representative was unable to duplicate the issue or determine the cause. He performed instrument tests to verify analyzer operation which were acceptable.